Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The power supply was improperly affixed to the plate cover with two zip ties and attached to the boom arm. Per the user facility, the installation was performed by olympus. The user facility indicated that the device was still in use. The user facility reported the incident to FDA. Olympus followed-up with the field service engineer (fse) to obtain additional info regarding this report. The fse reported that possibly loose screws on the plate cover resulted in the reported event. No product was returned to olympus. The most likely contributing factor was unsatisfactory installation. Olympus was informed that the user facility corrected the installation by placing the power supply onto the ceiling and rewiring the low voltage power supply from the monitor to prevent reoccurrences. All of the monitors within the facility were reinstalled.

Event description:
Olympus was informed that during a video-assisted thoracoscopy surgery (vats) therapeutic procedure, the plate cover with the attached power supply fell off from the rear of the monitor (which was attached to boom arm) to the ground, almost hitting a scrub nurse. No one was injured. The procedure was significantly prolonged. The plate cover had two exposed screws.